Event description:
It was reported patient underwent a total hip arthroplasty on (B)(4) 2000. Subsequently, patient was revised on (B)(4) 2011 due to an unknown reason. The liner was removed and replaced. Patient underwent a further revision procedure on (B)(4) 2014 due to instability. The liner was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same event ((B)(4)).